Manufacturer narrative:
The baxter technician found there was a lost unit server alert displaying at the customer's pbx. As per the ifue 'a lost nursing unit controller system alert causes the nursing unit to enter room survivability mode. If this system alert occurs, contact the administrator. The voalte nurse call system provides a comprehensive communication and information system that places patient calls, staff calls as well as emergency and code calls. The system provides an annunciation of these calls at both room locations and primary(dedicated) nurse call stations. The voalte nurse call system also has an option for secondary notification calls to customers provided third-party products (e.g cell phones) where calls may also be forwarded. The secondary notification workflows are options offered to the facilities that the facility may or may not choose to implement as an add on to their primary notifications, depending on their facility¿s design and needs. The nurse call system secondary notification provides visual and/or audible event alert notification via customer designated nurse call communication devices. The location of these devices can be at a specific console in pbx department, a staff station located in a break room or hallway, mobile phones, etc. The customer preference/request at the time of the initial integration. The account rebooted the poe (power over ethernet) switched to resolve the issue. The customer confirmed that the nurse call system was functioning as designed. However, if the reported event recur, it would be likely to cause or contribute to death or serious injury, therefore baxter considers this event reportable.

Manufacturer narrative:
No further information is available on the repair of the device at this time. The investigation is ongoing, however if any additional relevant information is identified following the completion of the investigation, the additional relevant information is identified following completion of the investigation, the additional relevant information will be submitted in a supplemental report.

Event description:
On 14-jan-2026, a customer contacted technical service to report that nurse call installation (product code p2599nncinstall, serial number (B)(6)-2nd floor), had code blue alert did not go to the pbx. This occurred during patient use. There was no patient injury or death reported with this event.